Manufacturer narrative:
(B)(4). The ntlc55 package was visually inspected. Package appeared to be in very good condition. The box was not returned for evaluation so product code and lot on the box could not be verified. The issue was investigated through quality and inventory records as well as complaint records. No other complaints were recorded for either of the lots indicated in this complaint issue. The ntlc55 device was packaged as m4h27e on january 21, 2015. All quality inspections and inventory records are complete and show no quality issues or inventory discrepancies for this lot. The lot for the outer box that was alleged to be ntlc75, l4f88m was produced october 20, 2014, three months prior to the ntlc55 device package. All quality inspections and inventory records are complete and show no quality issues or inventory discrepancies for this lot. This entire lot was shipped from the (B)(4) packaging facility on october 22, 2014 with no inventory left in the facility after that date. The FDA label retain samples for both lots were verified to have no mixed components. Inventory shipments to japan were verified. Ntlc55, m4h27e was shipped to (B)(4) between march 5, 2015 and march 19, 2015. Ntlc75, l4f88m was shipped to (B)(4) between october 30, 2014 and november 19, 2014. It does not appear that the lots were at jjkk at the same time. It could not be determined if a mix occurred at some point after the package was shipped from the albuquerque packaging facility. The complaint event could not be confirmed. Lot history records for m4h27e, product code ntlc55, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information received: what type of procedure was the device going to be used in? No information. Is the box/ packaging available for return with the device? Please advise. Yes. If no, are any photos available? Na. Was the box that is referenced the white device box or the brown sales unit/shipping box? No information.

Event description:
It was reported that before an unknown procedure, it was found that there was a ntlc55 in the box of ntlc75. Another device was used to complete the case. There were no adverse consequences to the patient.